Manufacturer narrative:
The additional proglide devices referenced in b5 are being filed under separate medwatch manufacturing reports. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The reported patient of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with three proglide devices was achieved in the right common femoral artery (rcfa) via a 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 14fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the three proglide devices. After the procedure it was found through a posterior angiogram, that an occlusion in the rcfa occurred as a result of the back wall being stitched. A balloon was used to reopen the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.